Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket infection. The abdominal pocket was revised and the epicardial leads cut and partially removed and replaced. The implantable pulse generator (ipg) was explanted. No further patient complications have been reported as a result of this event.